Event description:
The customer received a questionable vitamin d result for one patient sample. Two separate primary sample tubes were received in the laboratory for one patient. Both primary tube samples were transferred into aliquot tubes and were tested. First tube result was 9.28 ng/ml and was reported outside the laboratory as 9.0 ng/ml. Second tube result was 25.27 ng/ml and was reported outside the laboratory as 25.0 ng/ml. The discrepancy was later detected and both aliquot tubes were retested. First tube repeat result was 25.82 ng/ml. Second tube repeat result was 29.56 ng/ml. Each of the two aliquots tubes were further aliquoted into two aliquot tubes and tested. First tube, aliquot a result was 26.93 ng/ml and aliquot b result was 25.63 ng/ml. Second tube, aliquot a result was 24.96 ng/ml and aliquot b result was 25.24 ng/ml. The customer issued a corrected report providing 25.0 ng/ml as the correct value. The patient was not adversely affected. The vitamin d reagent lot number was 17082801 with an expiration date of 11/30/2013. The field service representative could not find a cause. He checked the instrument and performed preventive maintenance. He ran performance testing with all results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. The provided calibration, qc and analyzer information did not indicate a general reagent or analyzer issue. It was noted the customer was using an unapproved sample cup for the testing of the affected samples.